Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check belt messages) was isolated to broken white, blue, and purple wires at ECG c&d cable. The belt was unable to pass falloff testing. The root cause for the broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.